Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As reported via patient, "stryker "cement" crumbling failure with knee replacement requiring revision surgery. Looking for advice to handle preferably settlement for suffering prior and after revision surgery. I am near (B)(6) of age. First surgery was (B)(6) 2013: the revision surgery was (B)(6) 2015. I was working and now had to quit. Diagnostic of problem was made from bone scan (B)(6) 2015. Does this seem to be a operation cement application problem?"